Event description:
Upon further review by abbvie medical safety, it has been determined that the reported event of two keller funnels "weren't gliding the way they are supposed to and implant kept getting stuck" is considered non-serious. The keller funnels were not used with any patient. There was no report of user or patient harm. Considering the device is not required and a backup device could be obtained, if the event were to recur, it would not be likely to result in serious injury or death. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Correction to b5 description of event and h6 adverse event problem in supplemental medwatch #1: the previous submission un-reported a0513 inadequate lubrication, in error. Abbvie medical safety has re-evaluated the event and determined if the event of inadequate lubrication were to recur, it would be likely to cause a serious health hazard that requires medical/surgical intervention for preventing the risk of permanent damage. Device evaluation: sample ID (B)(6) and sample ID (B)(6): the category/subcategory of mechanical issue: lubricity is verified since the interior surface of the funnel was not observed to be sufficiently lubricious during the coating evaluation and since a breast implant could not be passed through the funnel during the functional/ lubricity evaluation. The probable cause for the interior surface of the funnel to not be lubricious/sufficiently lubricious is unknown; however, a manufacturing error is suspected. Abbvie device quality assurance (dqa) was notified of the condition of the sample. No further evaluation is required. An investigation object was created to capture the investigation performed by formacoat. Additional, changed, and/or corrected data: b2, b5, h6, h11.

Event description:
Healthcare professional reported 2 keller funnels "weren't gliding the way they are supposed to and implant kept getting stuck." Surgery was completed using replacement device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "keller funnels weren't gliding they way they are supposed to and implant kept getting stuck".

Event description:
Healthcare professional reported 2 keller funnels "weren't gliding the way they are supposed to and implant kept getting stuck." Surgery was completed using replacement device.